Event description:
It was reported that the patient presented for an impression for an implant bridge at tooth sites #13--15. While the doctor was trying to take the healing collar off the implant at tooth site#15 with a driver, the whole implant came out with it. The driver was able to be removed from the abutment. An additional appointment is anticipated to retreat the implant at area #15. The implant and the abutment were reported to be returned to aid in the investigation. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: lot number unknown / not provided. D4: catalog number unknown / not provided. D4: expiration date unknown / not provided d4: unique device identifier (UDI) unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Correction: d2 common device name was was submitted incorrectly as a driver. The correct common device name is an unknown zimmer abutment. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added:10, 4109 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H11: narrative/data was updated. Zimvie received the reported device for evaluation. A visual evaluation and a functional test were performed, the abutment showed signs of wear/use. Abutment would not disengage from the implant. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc465 dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The abutment couldn¿t be disengaged from implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.